Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported this morning they noticed their stimulation was off and they were unsure why it was off. Patient stated they tried resetting the controller, but that did not resolve the issue. Agent walked patient through how to turn stimulation on. The troubleshooting steps that were taken on the call resolved the issue. Assisted the patient with turning stimulation on and adjust date/time.